Event description:
It was reported that the patient experienced a low blood glucose event, with a nadir of 67 mg/dl during the early morning, which was treated with approximately 2 oz of cranberry juice and subsequently rose to 122 mg/dl; normal range education and no further treatment were provided. Symptoms included hypoglycemia. Outcomes included categorization as a serious injury/illness/impairment and that unexpected medical intervention in the form of oral carbohydrate was required. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information for a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.